Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx's "12 lead monitoring not working intermittently." Only lead 2 shows on the screen." There was no negative patient involvement.